Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the diagnostic procedure which could be completed with a delay of 5 minutes using another wired footswitch. A philips field service engineer (fse) went onsite and confirmed that the wired footswitch was not working. Upon troubleshooting, fse confirmed that there was a mechanical problem in the acquisition microswitch of the wired footswitch. To resolve the reported issue, the fse replaced the wired footswitch, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was non functional. The device was in clinical use at the time of the reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.